Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that on three separate occasions this device exhibited code 1009 which indicates that the capacitor discharge into the internal dump resistor exceed the time limit of two seconds. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Device memory noted three dump time exceeded measurements. A manual cap-reform was performed and normal charge times were noted and no dump resistor errors were logged. The device casing was removed and microscopic inspection noted that the solder connection was not fully flowed on the side of the dump resistor where the flex strip is mounted. Hybrid was unfolded and microscopic inspection also noted that the solder had flowed on the connector opposite side of where the dump resistor is mounted. External power was applied to the hybrid and the battery was removed but no high currents were measured. Analysis was unable to confirm what caused the dump resistor error seen in the field.